Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. Around 10 or 11am, the patient was up in the bathroom when he suddenly began to feel faint as he was leaving to go back in to bed. He got back to bed safely and symptoms subsided for the most part, but he still felt "low energy." At that time, the customer noticed very faint dark speckling that was barely noticeable inside the distal half (connecting to the machine) of the helium line. It was brought up to a provider and two other nurses who visually inspected the iab. There were no alarms at this time. The patient's vitals and all distal pulses remained stable throughout this episode. A few hours later, around 1410, he reported right sided numbness from his neck down to his groin and feeling weak and fatigued like he was "going to pass out". Around that time, the pump triggered an alarm that was addressing the iab lost its volume. One the heart failure providers instructed to refill the iab. About 15-20 minutes after, the pump triggered the same alarm. At the time of the second alarm, they noticed a marked increase in speckling in the distal end of the helium line, this time more red in color. It was suggested they shut off the iab and get it replaced. The provider agreed and the patient's symptoms quickly subsided about 10 to 15 minutes after the pump was shut off. He was sent to cath lab for the procedure. It was noted that the patient had a suspected vagal episode either the day before or two days before this event took place with the same symptoms of syncope. It is unsure as to if the pump was giving off alarms then or not. This led the providers to initially believe that it may have been another vagal incident, before concluding later that the iab may have been compromised.